Manufacturer narrative:
Unit was received with operating currents within specification. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime/compromised force sensor system test due to faulty force sensor resistor(gold). Unable to perform excessive no delivery test, occlusion test, displacement accuracy test or verify over delivery anomaly due to prime anomaly. Unit properly download to carelink 100%. No anomalies noted. Unit properly connected to glucose sensor simulator. No sensor anomalies noted. Unit was received with corroded battery tube, cracked reservoir tube lip, minor scratches on reservoir tube window, cracked belt clip slot and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance and was hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 30 mg/dl at the time of the incident. The customer was at 119 mg/dl at the time of the call. The customer was given intravenous fluids to treat. The customer experienced symptoms such as loss of consciousness. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was completed. Customer mentioned ongoing sensor glucose versus blood glucose differences and issues uploading their pump. The insulin pump will be returned for analysis.